Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in-stent restenosis was found in two vision stents (3.5 x 15 mm and 3.5 x 18 mm) in a diabetic circumflex (cx) artery. A bmw guide wire crossed successfully and the lesion was pre-dilated using a 2.0 mm voyager balloon catheter. The target site was still a tight stenosis and was treated with a 2.5 mm and 3.0 mm voyager nc dilation balloons . The xience prime was advanced and inflated to 14 atm; however, appeared to have a slight waist. An unsuccessful attempt was made to remove the stent delivery system (sds). A guide catheter was deep seated; however, the sds still could not be removed, indeflator returned to neutral, reinflated to 6 atm, still could not be removed. Tried to further deflate the delivery system with a 50 ml syringe and the sds could be removed. Post dilation was performed the only balloon that would initially cross was a 2.5 mm standard voyager and eventually managed to post dilate with a 4.5 mm voyager nc. There were no reported adverse patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). The second rx vision stent 3.50 x 018 mm (part# 1007843-18/lot# unk) mentioned is being filed under the same manufacturer number.